Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system instructions for use, (IFU), states the following: the gore® tag® conformable thoracic stent graft is designed to be oversized from 6 to 33% which has been incorporated into the IFU sizing guide. Use outside the IFU sizing guide can result in endoleak, fracture, migration, device infolding, or compression. Do not treat patients with the gore® tag® conformable thoracic stent graft if their anatomical measurements do not fall within the IFU sizing guide requirements.

Event description:
The following information was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system in the descending aorta. The device was deployed just above the celiac artery. On (B)(6) 2020, computer tomography imaging revealed an aortic dissection (stent graft induced new entry; sine) at the proximal end of the device. On (B)(6) 2020, the patient underwent reintervention. An additional stent graft was deployed to extend the device proximally. The physician stated as follows: the device size was too large. I knew it was oversized, but it needed to implant the device just above the celiac artery, it was a plan to prioritize this option to prevent endoleak.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met pre-release specifications.